Event description:
The customer reported that there was a communication failure error message and an intermittent loss of the fluoroscopic image. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The uninterrupted power supply (ups) was evaluated and replaced. The system was tested and found to be working as intended and returned to service.